Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b1 should not have had product problem selected.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced a fall and was unable to receive effective therapy as both leads showed high impedances. As such surgical intervention was undertaken wherein both the leads were replaced and therapy was restored.